Event description:
It was reported that patient (B)(4) underwent a revision surgery of the complete humeral and glenoid sides due to instability/dislocation. No additional information available.

Manufacturer narrative:
The event involves a device that is not cleared for sale in the u.s., but a similar device is commercially available cleared under catalog number dwe850 510k# k132285. Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed.  A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report.